Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. This report is for one unknown trochanteric fixation nail. Part and lot numbers were not the subject device currently remains implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is concerned he is having an allergic reaction to an unknown trochanteric fixation nail (tfn) implant. The patient is complaining of hives. The device was implanted approximately two years ago on an unknown date. The patient's surgeon is requesting tests to determine if the patient symptoms are due to an allergic reaction to the implant. This report is for one unknown trochanteric fixation nail. This report is 1 of 1 for (B)(4).